Manufacturer narrative:
(B)(4). Fourteen days after hospital admission, the patient recovered from peritonitis and was discharged from the hospital.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for peritonitis. The cause of peritonitis was not reported. Treatment was not reported. The patient was recovering.

Manufacturer narrative:
(B)(4). The birth date in this event is unknown. The patient was born in 1950. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Should additional relevant information be received, a follow-up will be submitted.